Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device that is single use loading unit. The anvil clamping mechanism was deformed. The loading unit was pre-fired and engaged in interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, upon first firing when the appendix was being separated from cecum, the cartridge would not open and close on tissue, it was fine on tissue but when green firing button was pushed, nothing happened and the handle would not articulate. When the trigger was pulled it looked like the stapler fired but only a few staples came out. The surgical time extended 30 minutes or more due to the product problem. Another stapler was opened and used with no issue. The patient has no injury.